Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer report number: 1627487-2021-17917. It was reported that the patient was not receiving effective therapy from their system. It was found that the l4 lead had fractured, causing high impedances, and the l5 lead had migrated. In turn, surgical intervention was undertaken wherein both leads were explanted and replaced and a new lead was added at s1. Postoperatively, the patient has effective therapy.